Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx25mm implanted in the aortic position was explanted after an implant duration of three (3) years and one (1) month for unknown reason. A valve model 11500a25 was implanted in replacement. Per the implant data card received there was allegation of device deficiency.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process; therefore, a conclusion has yet to be established. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section b2, b5, b7, h6 (component code), h6 (health effect - impact code), h6 (type of investigation) and h6 (investigations conclusions). Corrected data h6 (investigations conclusions): "4315 - cause not established" and "4310 - cause traced to non-device related factors" code removed. H11: additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including esrd (end stage renal disease).

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx25mm implanted in the aortic position was explanted from a 55-year-old patient after an implant duration of three (3) years and one (1) month due to thickened and calcified leaflets leading to aortic stenosis, heart failure and cardiogenic shock. Prior to hospital admission the patient had dyspnea and fatigue. Upon admission, the patient was in cardiogenic shock requiring intubation and ECMO support and high dose inotropes. Patient had end-stage renal disease (esrd) and was on hemodialysis. A surgical valve of size 23 was implanted in replacement. The patient passed away on pod#1 due to a premature failed prosthesis resulting in cardiogenic shock and needing a complex redo operation failure.

Manufacturer narrative:
Corrected data b5, h6 (health effect and device code). After completing the event investigation, the physician proactively contacted edwards. The physician had mistaken the patient, and the previously provided information did not correspond to the patient involved in this event. This corrected medwatch report, contains the appropriate information for the correct patient.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx25mm implanted in the aortic position was explanted from a 55-y-o patient after an implant duration of three (3) years and one (1) month due to thickened and calcified leaflets leading to aortic stenosis, heart failure and cardiogenic shock. Prior to hospital admission the patient had dyspnea and fatigue. Upon admission, the patient was in cardiogenic shock requiring intubation and ECMO support. Patient had end-stage renal disease (esrd) and was on hemodialysis. A valve model 11500a23 was implanted in replacement. The patient expired on pod#1 due to multi-organ failure.

Manufacturer narrative:
Added information to section b5, h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions) corrected data h6 (type of investigation): "4114 - device not returned" code removed the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was not returned to edwards for further investigation and no images or medical records were provided. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx25mm implanted in the aortic position was explanted from a 55-y-o patient after an implant duration of three (3) years and one (1) month due to perivalvular leak. Tee could not identify the location of the leak and therefore the valve was explanted and replaced with a valve model 11500a23. Reportedly, there was no suspicion of device malfunction. It was learned through implant patient registry that this patient died on pod#1.

Manufacturer narrative:
(Device code) as per further information received.

Event description:
It was reported via the implant patient registry that this valve model 3300tfx25mm implanted in the aortic position was explanted from a 55-y-o patient after an implant duration of three (3) years and one (1) month due to perivalvular leak. Tee could not identify the location of the leak and therefore the valve was explanted and replaced with a valve model 11500a25. Reportedly, there was no suspicion of device malfunction.